Event description:
It was reported that the patient had a recent endoscopy where she was diagnosed with vocal cord paralysis. The patient began to complain of hoarseness, a ball in her throat, difficulty swallowing, and shortness of breath after a vns settings increase. Diagnostics were reported within normal limits at the time. The patient was seen approximately half a year later and the vns settings were reduced. It was reported that the patient was to return to the clinic for further vns settings decrease and possible disablement to relieve the symptoms. No additional relevant information has been received to date.

Event description:
Follow up with the patient's medical professional revealed that the patient's vns settings were decreased, but the vns was not disabled. Follow up with the ent who diagnosed the vocal cord paralysis revealed that the physician felt that there was no other obvious cause for her decreased left vocal cord mobility other than the vns.

Manufacturer narrative:
(B)(4);.